Manufacturer narrative:
D3: address correction. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported issue was confirmed during software power up test. The cause of the reported issue was printed wiring assembly (pwa) system fault.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46510. There was no patient involvement.